Manufacturer narrative:
Evaluation summary: it is apparent that the liner would not seat due to the damaged polar boss. How the polar boss was damaged is unk. However, in general damage to the polar boss tends to be from a misalignment of the liner during impaction. From the witness marks on the polar boss and the locking ring groove it follows the general path of misalignment. Evaluation: dimensional checks were done and found to be to print. Device history records had been reviewed and found the liner to be to specifications at the time of manufacturing. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the liner would not seat into the shell.